Event description:
It was reported that during a bowel procedure, a solid tone was rec'd. The dr decided to complete the case with electrocautery, staples, and clips. No pt consequence occurred.

Manufacturer narrative:
Evaluation summary: the device was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator, and it was found that the hand control switch assembly buttons were not functional. No solid tone was noted at analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.